Event description:
The ortho summit sample handling system overfilled several wells without error. An undetected error may lead to erroneous or false results being reported. No death or serious injury was associated with this incident.